Manufacturer narrative:
The insulin pump was returned for cosmetic damage located at the (lcd screen and reservoir tube) found on (B)(6) 2021. Device was received with a blank display due to cracked and bleeding on lcd glass. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test due to blank display. Lcd panel was swapped out with a working test lcd panel and successfully powered up confirming blank display is due to cracked and bleeding on lcd glass. Test p-cap and reservoir does not locked properly into place due to partially broken reservoir tube lip, missing reservoir tube o-ring and missing reservoir retainer. The following were noted during visual inspection: partially broken reservoir tube lip, missing reservoir tube o-ring, missing reservoir retainer, cracked lcd glass, bleeding on lcd glass and cracked lcd window. Blank display due to cracked and bleeding on lcd glass. Cosmetic damage was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a damaged retainer ring. Customer noticed a fracture at the side along the reservoir case and on display. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.